Event description:
It was reported that the catheter failed during a pullback while performing the ivus procedure. The lesion being treated was calcified. The physician did not encounter any resistance during the procedure. Upon removal of the device, the physician observed that the catheter shaft was broken. The ivus procedure was successfully completed using another catheter. No patient injury or adverse events occurred due to this incident and the patient was released from the hospital according to the original treatment plan. It is reported that the patient's condition today is improved.

Manufacturer narrative:
(B)(4). The manufacturing documents for this device were reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for a similar failure mode within this lot. The device was returned to the manufacturer for evaluation. Upon visual inspections of the device, it was noticed that the proximal shaft of the catheter was broken approximately 3.5cm distal to the telescope-proximal shaft bond. All device components were present. It was also observed that the drive cable was twisted at the site of the shaft separation as well as in the connector assembly area, under the luer. Since the device was received in damaged condition, functional testing could not be performed. The broken shaft is likely due to handling of the device during use. The type of damaged observed to the shaft is likely to occur when the catheter's shaft is impacted or bent at an angle greater than 45 degrees. The IFU for this device states the following precautions: "avoid any sharp bends, pinching, or crushing of the catheter. Do not kink or sharply bend the catheter at any time. This can cause drive cable failure. An insertion angle greater than 45 degrees is considered excessive." No patient injury occurred due to this incident. No further action is required.